Event description:
Customer reported the v series monitor kept rebooting, which may have resulted in loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
The unit is being returned to mindray's repair center for repair.